Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Interrogation showed inappropriate automatic mode switch episodes from over sensing noise on patient's right atrial lead. The noise could be reproduced with isometrics in the clinic. Reprogramming changes were made. The patient was in stable condition.